Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of around 50 mg/dl. The customer did not mention any form of treatment for their low blood glucose. The customer declined troubleshooting the issue. The customer stated that they are meeting with a diabetes educator this week for assistance with their insulin pump. The product was not returned for analysis.